Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with a jammed gearbox. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A jammed motor/gearbox assembly will result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy the handpiece cord got hot. The procedure was completed with a backup device with no delay or patient injury reported.